Event description:
Customer's wife reported customer awakened her from sleep but was incoherent, with rapid, shallow breathing. Customer's wife did a glucose test with his freestyle freedom lite blood glucose meter and received a reading of 87 mg/dl, and then called the paramedics. Paramedics arrived a short time later, and received a reading of 37 mg/dl on an unk brand of meter. Customer was transported to a local hosp and while in transit he was given orange juice to drink. Upon arrival at the hosp, customer received a chest x-ray, EKG and was given intravenous antibiotics, as well as oral medication, also thought to be an antibiotic by customer's wife. Customer was diagnosed with a urinary tract infection and chest congestion. Customer did not receive a diabetic diagnosis, or any medication/intervention for his diabetes at the hosp.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete. It should be noted: customer's wife reported the test site was not washed prior to testing and she wasn't sure how much time had lapsed between the comparison readings. Customer did not use device according to label copy. Not washing hands may cause imprecise readings. Customer service educated customer regarding how to prepare the test site prior to testing and arranged to replace customer's products.